Manufacturer narrative:
Additional information was provided in b.5., b.7., d.3., h.3., h.6. And h.10. The lens was returned in a company cartridge. Inadequate viscoelastic was observed in the cartridge. The reported "straight front haptic" was not observed. The leading haptic was folded. The lens was rotated slightly to the right. The cartridge had evidence of placement into a handpiece. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. The viscoelastic indicated is not qualified for this combination. No problem was found with the returned product. The lens was returned in a cartridge. The reported "straight front haptic" was not observed. The leading haptic was folded. There did not appear to be adequate viscoelastic in the cartridge, which may have caused an advancement issue. The viscoelastic indicated is not qualified for this lens/cartridge combination. The instructions for use (IFU) instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient had traumatic cataract with history of motor vehicle accident. Given traumatic cataract, surgeon considered a three piece iol. However, faced technical issues with loading the lens. The surgery was completed with single piece lens.

Event description:
A nurse reported that, during intraocular lens implantation surgery, the doctor made incision bigger and as he began to insert lens the front haptic straightened out. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).